Event description:
During a port placement on (B)(6) 2012, the wire sheared off into the neck and the wire had to be surgically removed from patient. Patient transferred to surgery for device removal. Patient status currently: fine.

Manufacturer narrative:
Removal of foreign object is not listed in the instructions for use. Separates is not listed in the instructions for use. No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. No statement in the event description aids in determining a possible cause. This complaint will be listed under no conclusion can be drawn. We will continue to monitor for similar complaints. Risk is insufficient per quality engineer risk assessment to warrant risk mitigation at this time.